Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported upon initial firing of the stapler, the staples would not completely form into rectangles. The surgeon opened a new device and completed the procedure. There was no consequence to the pt.